Event description:
It was reported that this pacemaker exhibited small amplitude resulting intermittent undersensing. The patient is in atrial fibrillation (af). The device remains. No adverse patient effects were reported.